Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The patient's blood glucose level was around 380 mg/dl. The insulin leak occurred with 3 cartridges. The affected material has been discarded.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.